Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. Per the downloaded flag files, the belt appears to have been damaged prior to the abnormal shutdown at 19:58:59 on (B)(6) 2018, after the lifevest was able to properly detect and treat fourteen treatable arrhythmias prior to the patient's passing. The use of response buttons during the event and the report that ems was present and removed the device indicates that the damage likely occurred as the medical professionals were removing the device.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received fourteen treatment shocks from the device. It was reported that the patient was at home when the event began. It was reported that the patient was conscious and was able to press the response buttons before becoming unconscious and receiving a treatment shock. Ems was called during the event. Between 19:36:50 and 19:54:39, the patient received 10 appropriate shocks during ventricular fibrillation (vf). The arrhythmias were all converted to life-sustaining sinus rhythms. The eleventh treatment was delivered at 19:55:18. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. The twelfth treatment was delivered at 19:55:39 while the patient was in vf, the post-shock rhythm was a six beat conversion, with recurrent vf. The thirteenth treatment was delivered at 19:56:01 while the patient was in vf. The post-shock rhythm was 10 seconds of sinus tachycardia at 130 bpm with recurrent vf. The fourteenth treatment was delivered at 19:56:24. The post-shock rhythm was 7 seconds of sinus tachycardia at 130 bpm with recurrent vf. The final 5 treatments were delivered within the same detection sequence. The lifevest is designed to deliver 5 pulses during a single detection sequence. Since the 5 shock maximum was reached, no further treatment shocks were delivered while the patient was in the recurrent vf. The device exited the detection sequence at 19:57:46. Per the ECG data, the patient was in vf with varying amplitude and motion artifact until the device abnormally shutdown at 19:58:59 due to a belt communication issue. Response button use, varying amplitudes, motion artifact, and the belt communication issue prevented the device from detecting the vf after the device had exited the detection sequence. The response buttons were pressed throughout the event. It is unknown who was pressing the response buttons; however, ems personnel were reportedly present and removed the device prior to the patient arriving at the hospital.